Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted as a replacement in 2017-feb. In 2017-jul the pump flipped. The cause of the pump flipping was the patient's size and cognitive function. On 2017-jul-07, the pump pocket was surgically revised, creating a smaller pocket. In 2017-aug, the pump flipped again. On 2017-aug-16, the pump implant site was surgically revised to the sub-clavicular region.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (1000 mcg/ml at 106.4 mcg/day) via an implantable pump for an unknown indication for use. It was reported that the pump site was altered due to pump flipping. An 8596sc revision kit for the 8709 catheter was used to move the pump to the sub-clavicular space. There were no reported symptoms. No further complications were reported or anticipated.